Event description:
An implantable pulse generator (ipg) system was returned from a coroner for disposal with no information. Information identified via online obituary indicated the patient died approximately 3 months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned. Visual analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.